Event description:
A trilogy o2 ventilator was returned to the manufacturer for maintenance servicing. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a repair test step. The technician replaced the oxygen blender printed circuit assembly (pca) board to resolve the issue. Additionally, the trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/02 flow sensor assembly, 200/02 tubing kit, power cord, and oxygen blender manifold were replaced to prevent failure. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.